Event description:
According to the complainant, the patient had an ercp, using unknown device(s) on an unknown date at (B)(6). At a later date ((B)(6) 2010), at subject hospital ((B)(6)) an ercp was being performed using a jagwire guidewire when the physician observed a pre-existing fragment from an unknown manufacturers device in the bile duct from a previous procedure. The fragment was removed and the ercp completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The origin, contents and manufacturer of the fragment are unknown. All that is known is that it is approximately 5 cm in length.

Event description:
According to the complainant, the patient had an ercp, using unknown device(s) on an unknown date at hiroshima nishi iryo center. At a later date ((B)(6) 2010), at subject hospital (sogo hospital) an ercp was being performed using a jagwire guidewire when the physician observed a pre-existing fragment from an unknown manufacturers device in the bile duct from a previous procedure. The fragment was removed and the ercp completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The origin, contents and manufacturer of the fragment are unknown. All that is known is that it is approximately 5 cm in length.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device part number and lot number; therefore, the lot expiration and device manufacture dates are unknown. The unknown 5cm fragment has been received for analysis. Upon completion of the failure analysis, if there is any further relevant information from that review, and/or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and microscopic evaluation of both fragments was conducted at two investigation sites with subject matter expertise of biliary products. These investigations found that the inner and outer surface of the fragments appeared to have been covered in massive bile residue indicative of being left in the patient over a period of time. The fragments appeared to be stretched (drawn out), bent, kinked, broken and also were found to be brittle. It was difficult to measure the exact diameter or length of the fragments due to their condition. The fragments were measured to each be approximately 2.0 - 2.5 cm which presents an overall length of approximately 4.0 - 5.0 cm. One of the fragments broke while pressing it against the ruler indicating fragments were very brittle. The end of the fragments were cut open and only dried bio-residue was found. Based on the product analysis conducted, returned fragments do not resemble any product manufactured at the boston scientific miami or spencer facility. At this point in time, we cannot determine the source and/or manufacturer of the returned fragments. Taking into consideration the thorough evaluation of the available information conducted at the investigation sites, this complaint will be assigned the most probable root cause classification of 'undeterminable' since there is not enough information available to determine the root cause of the event reported or the manufacturer of the fragments.